Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was instructed every thursday morning to "revise" the settings for her ins and stated she missed a setting two weeks ago so she did it the next day. The patient stated that on her screen she used to see 1.4, but now she saw 1.3. The patient mentioned that she had been waking up at night a lot to use the bathroom, stating "it's not working for me". The patient asked for assistance increasing stimulation to 1.4. Troubleshooting attempts were made and the patient programmer showed stimulation was on and the patient confirmed feeling stimulation in the correct area. The patient noted that she was able to increase stimulation to 1.4v and wasn't feeling stimulation before she increased to 1.4v. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient ¿messed up their device.¿ the patient reported they were on program 3 and hadn't slept for the last 3 months because they had been waking up every hour or hour and a half to go to the bathroom. The patient stated they needed assistance with getting to the program that they were on previously that caused them to go to the bathroom only 2-3 times. The patient reported that the were on a program in the past that caused them to have ¿very heavy bowel movements¿, explaining that they meant it caused them to have constipation and they didn't know when that issue first started. The patient indicated they wanted to try program 4. Syncing with the programmer showed stimulation was off, with stimulation at 1.4 on program 3. The patient inquired if they had to ¿reactivate¿ their stimulation and programmer, and that they were told be someone when they got implanted that they needed to reactivate the programmer by syncing it with the implant every week, information was reviewed. The patient successfully changed to program 4 and increased to 3.4v, where they felt a ¿sharp pain¿ and decreased to 3.0v where it was confirmed to be comfortable. The patient indicated that they would monitor their symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 vm (con): additional information was received. Patient reported that they have been going to the bathroom 5-6 times even more a night and that the program they had when they set her up the last time was not the correct program. No further complication was noted or anticipated.